Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-ups in clinic, increase in pacing lead impedance and rise in threshold was observed. Physician decided to explant and replaced the lead as physician suspects that the hv function of the lead could be damaged over the time. Patient was stable post-procedure.